Manufacturer narrative:
Block b3: exact date unknown, approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: dbs-linear leads; upn: m365db2202450; model: db-2202-45; serial: (B)(6); batch: 7087778. Product family: dbs-linear leads; upn: m365db2202450; model: db-2202-45; serial: (B)(6) ; batch: 7088013. Product family: dbs-surgical accessory; upn: m365nm3138550; model: nm-3138-55; serial: (B)(6); batch: 7093359. Product family: dbs-surgical accessory; upn: m365nm3138550; model: nm-3138-55; serial: (B)(6); batch: 7094086. Product family: dbs-surgical accessory; upn: m365db4600c0; model: db-4600-c; serial: (B)(6); batch: 28262095. Product family: dbs-surgical accessory; upn: m365db4600c0; model: db-4600-c; serial: (B)(6); batch: 26809470.

Event description:
It was reported that the patient experienced uncontrolled symptoms and side effects with low amplitudes of stimulation from their deep brain stimulation (dbs) device. Attempts to reprogram the dbs system were made however were unsuccessful. The physician assessed the dbs leads were not optimally placed within the planned target during the initial implant, causing the return of their pre-existing dystonia. The patient underwent a procedure where the entire dbs system was removed. Physical analysis of the dbs devices was not performed as they were retained by the facility and the patient did well post-operatively.